Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, noise reversion and noise resulting in oversensing were observed on the atrial lead. No intervention will be performed at this time, the patient will be monitored. The patient was stable.